Event description:
During device evaluation, it was found that the acoustic lens had chipped and the electrical connector and ultrasonic connector exhibited corrosion due to leakage on the bronchofibervideoscope. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the corrosion has been identified as component failure with an expected or random failure attributed to damage or deterioration of parts due to leakage with no design or manufacturing issues identified. Based on the information obtained, the exact cause of the chipped acoustic lens could not be determined. However, it may have been caused by damage or deterioration of parts during handling, or environmental factors such as dust, dirt, humidity, ambient light or electrical problem. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.